Event description:
Information from ae regulatory system: on (B)(6) 2024 the patient was treated for diabetes mellitus in outpatient clinic, according to the patient's current blood glucose situation was given insulin injection therapy, the doctor demonstrated the use of insulin to the patient found that the tear drop label of the needle was had fallen off, in order to ensure that the safety of the disposable injectable pen needles, and immediately replaced with a new disposable injectable pen needle. Ae report no. (B)(4). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 329487. If any update will be sent by email.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections h6 (component code, type of investigation, investigation findings, & investigation conclusions) and h10 (related report numbers). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.